Event description:
Complaint reported by attorney: plaintiff claims to have suffered "excruciating pain, laceration of and damage to internally bodily tissue and organs, erosions, abrasion and grating of internal bodily tissue and organs, dyspareunia, severe edema, extrusion of the subject products, bleeding, permanent scarring, permanent bodily impairment and related sequelae resulting in substantial interference with plaintiff's ability to engage in routine daily activities and sporting activities that she previously enjoyed... Necessitated several corrective surgeries and may require additional corrective surgeries, continuing treatment and therapy. Further injuries and damages suffered by the plaintiff include, but are not limited to, extreme pain and suffering, permanent bodily impairment, mental anguish, loss of enjoyment of life, general damages and special damages."